Event description:
It was reported that the patient was experiencing progressive pain at the implantable pulse generator (ipg) site as the skin above it had atrophied. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.